Event description:
It was reported to philips that x-ray exposure was not possible because the image disk was full. The device was in clinical use at the time of event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the hard disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible since the image disk was full. Analysis of the system log file showed that there was malfunction with the ippc. During troubleshooting, the fse found that the host pc could not connect to the image disk. The fse replaced the image disk. After replacing the image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.